Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received error messages and questionable result from coaguchek xs meter serial number (B)(4). The meter result was 1.8 inr and the laboratory result was 3.0 inr. Based on the meter result, the warfarin was increased to 3 mg and a shot of lovenox was given. On (B)(6) 2018, the meter result was 1.8 inr and the laboratory result was 3.0 inr. Based on the laboratory result, the warfarin was reduced to 2 mg. The laboratory reagent was requested but was not known. There was no allegation of an adverse event. The customer had no antiphospholipid antibodies, no anemia and no bruising. The therapeutic range was 2.0-3.0 inr. The suspect product was requested to be returned for investigation. Replacement product was sent. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 286319) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.